Manufacturer narrative:
Corrected g3. Initial aware date. Through investigation it was learned that MFR report number 2015691-2023-15870 was a duplicate report of this event. MFR report 2015691-2023-15870 initial MDR was submitted correctly with the initial aware date of august 17, 2023. All information associated with the event was reported under this MFR report number 2015691-2023-16049. Initial aware date being corrected in this MDR to reflect correct initial aware date.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 2 months due to severe stenosis and severe bi-atrial enlargement. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 2 months due to severe calcific stenosis and severe bi-atrial enlargement. Patient presented with heart failure. The procedure was performed with successfully with a 29mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.